Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing, which was believed to be caused by electromagnetic interference (emi). Currently, this ICD system remains in service and no adverse patient effects are reported.